Event description:
The customer reported a volume discrepancy with the replacement fluid for a tpe procedure and the pt subsequently had a hypovolemic reaction. He states that one hour into the procedure the nurse called him to report that the machine had not delivered the correct volume replacement solution and the pt was having a hypotensive reaction. The displayed volume of replacement fluid used was 1766 ml. The rn performing the procedure noted he had only gone through approx 700 ml of albumin. The removed volume was 2033 ml and 286 ml of acd-a had been used. The pt developed hypotension and tachycardia as well as vomiting and chest pain. Pre-procedure the pt's bp was 147/68 and pulse was 87. When this event occurred his bp was 69/52 and pulse was 134. He was given 250 ml of 5% albumin and his bp recovered to 111/80 with a pulse of 72. The pt was discharged from the apheresis unit with normal blood pressure. The disposable kit is being returned for investigation. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). The service tech conducted a full system checkout on the cobe spectra machine. No failures were found.